Event description:
Per the audiologist, in 2008, the pt hit her head on the implant site. Some swelling was observed. The pt reported decreased sound performance when using the device. Reportedly, she had hit her head once before the incident (date not reported). Results of an integrity test done the following month, were consistent with normal receiver stimulator function with electrode anomalies. Deactivation of the anomalous electrodes did not solve the problem. Explant/reimplant surgery is planned, but had not been scheduled at the date of this report filed, early 2009.